Event description:
It was reported that the patient felt chest pain and imaging found a suspected pericardial effusion. The right ventricular (rv) lead was observed with increased capture thresholds to high levels. Lead movement was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.